Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, when the catheter was removed from the patient, thrombus was observed at the catheter tip. The catheter had been flushed with no issue prior to insertion into the patient. At the beginning of rf delivery, the second electrode displayed as elongated and noise was noted on the 1-2 electric potential on the claris. The issue occurred at the 1st point ablation, therefore ablation was not proceeded. There were no temperature or impedance increases observed. The catheter was removed from the patient and it was confirmed that thrombus was present on the catheter tip. The thrombus was removed, the catheter was reinserted, and rf delivery was attempted but the same issue occurred. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.